Event description:
It was reported that a malfunction occurred with a pump, displaying malfunction code malf 24, which could not be reset. The customer confirmed that their blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support arranged to send a replacement pump with updated software and advised the customer on using a backup therapy to ensure continued insulin delivery, returning the faulty pump, and provided instructions for using the new device.